Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to scan fingerprint. A technical support specialist applied the biometric identifier (bio ID) driver update from the knowledge article, "bioid lumidigm update package 1.3 release for es ¿ failure recovery fix" and confirmed that the bio ID scanner was functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to scan fingerprint. The customer stated that this malfunction occurred during dispensing medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.